Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer states that while using u by kotex security, unknown absorbency, tampons, has had tampons unravel and fall apart, causing difficulty in removal of tampon pieces. Consumer indicates no medical attention.